Event description:
I bought an (B)(6) test online from this website: https://testkitlabs.com/products/hiv-1-2-rapid-test-kit name of website: sti testing united states of america - contact number: (561) 459 2054, email: enquiries@headstarttesting.com. I used this (B)(6) test and my result showed (B)(6). I was completely freak out. I went to the local health clinic few days later, and did the (B)(6) test again in clinic, the dr told me the test result shows (B)(6). The dr also told me, those devices sold from online website are fake (B)(6) test device. Therefore, I am hereby writing to report this website, selling illegal medical devices (non-FDA approval test device), which makes public health at risk. Apart from (B)(6) test devices, this website are also selling others like (B)(6) rapid test kit, (B)(6) rapid test kit, (B)(6) rapid test kit, (B)(6) rapid test kit: https://testkitlabs.com/ https://testkitlabs.com/products/chlamydia-rapid-test-kit https://testkitlabs.com/products/hepatitis-b-rapid-test-kit. Please make a full investigation about this issue. Diagnosis or reason for use: suspect hiv infection. "Is the product compounded: no, is the product over-the-counter: no."